Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient wad admitted on (B)(6) 2024 with a gastrointestinal (gi) bleed and symptoms of fatigue, weakness, and bloody stools. Their international normalized ratio (inr) was supratherapeutic at 3.6. The patient underwent an esophagogastroduodenoscopy (egd) and a non-bleeding ulcer was noted. They were treated with proton-pump inhibitors (ppis) and two units of packed red blood cells (prbcs) on 01jan2024. Symptoms resolved following the treatment and the patient was discharged home on (B)(6) 2024 with a lowered inr target range of 1.7-2.3. They were off aspirin. The patient had been home doing well since discharge with no reoccurrence of symptoms. The patient was to be monitored on an ongoing basis as a continued plan of care.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.